Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving baclofen 0.7mg/ml at 0.14mg/day, dilaudid 10mg/ml at 2.1mg/day and fentanyl, dose and concentration not reported via an implantable pump. The indication for use was non-malignant pain. The patient¿s medical history also included chronic back pain. It was reported that the patient presented to the ER (emergency room) and the managing physician was contacted by the ER (emergency room) physician to report an elevated wbc (white blood count) and redness to the pump pocket site. It was unknown if any environmental, external or patient factors may have led or contributed to the issue. The patient was started on oral antibiotics and scheduled for explant on (B)(6) 2017. The patient¿s entire system was removed. The issue was not resolved at the time of the report and the patient¿s status was noted as alive no injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.